Event description:
The event occurred at (B)(6) in (B)(6), USA. Patient has end stage renal disease and (B)(6) 2010. The graft was a vascutek sealptfe graft. The inflow to the graft was from the distal brachial artery and the outflow was the axillary vein. Initial access flow was 1975ml per minute. At the first postoperative visit on (B)(6) 2010, the patient was found to have mild swelling and mild bruising. There was no ischemic symptoms. Intra-access flow was 3,100 ml per minute (duplex methodology). The second postop visit the patient complained of mild l arm stinging pain but denied hand pain. There was persistent left arm swelling categorized as "mild to moderate." It was too swollen for cannulation. Intra-access flow was 1,628 ml/minute (duplex methodology). At the third post op visit on (B)(6) 2010 seroma aspirated: 14ml yellow serum. No blood or hematoma. Access flow 1,441 ml/minute. On (B)(6) 2010, seroma and swelling worse. Explantation of graft recommended as soon as possible. Patient requested procedure be deferred until after (B)(6) for personal reasons.

Manufacturer narrative:
Method: as of (B)(6) 2010, the graft has not been explanted. Vascutek would expect the graft to be returned for investigation when explanted. Results: review of manufacturing & qc records. The manufacturing and qc records for the batch have been reviewed and there is nothing to suggest a problem with the batch. The graft in question came from a master batch of 50 units which were dispatched between (B)(6) 2010. Vascutek has received other similar reports for this master batch from dr (B)(6). (This report) - (B)(4), lot p2358/3b, serial no. (B)(4). (To be reported) - (B)(4), lot p2358/3a, serial no. (B)(4). (To be reported) - (B)(4), lot p2358/3b, serial no. (B)(4). (B)(4) is this complaint, mdrs for complaints (B)(4) are to be reported shortly. This type of swelling, due to seroma formation, is a known complication with eptfe vascular prosthesis. Conclusion - the unusually high number of cases seen by dr (B)(6) suggests that there may be some other factor that is causing a higher than normal occurrence of seromas. This may be technique related and only displays sometimes in grafts with a single wall (bard or wrapped graft (vascutek/gore) type of structure and does not display in a tri-layer structure (atrium flixene).